Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was observed in the forensic memory log. However, the device was put through extensive testing and the fault was observed. The compressor was replaced as a result of physical damage seen through internal inspection. The device was recertified and returned to the customer. Communication with the customer indicated the device was on an MRI compatible cart, how it was secured is unknown, and the distance of the device to the MRI system is also unknown. It was mentioned that it was accidently tipped into the MRI system. It is noteworthy to mention; the operator's guide has specific instructions on MRI safety and proper placement and securing of a ventilator in an MRI environment that if followed correctly, damage or movement of the unit will not occur. The manual also states that zoll has a 12-foot patient circuit to accommodate the distance requirements for safe placement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.